Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer states she turned on her heating pad which was on the bed and she left the room. She is alleging that when she returned the heating pad was on fire and damaged her pillow and the floor. There was not a report of injury with this incident.